Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A company representative reported a thin flap on a patient's right eye during lasik. Settings were checked before operating. Upon follow up, it was reported that this was the first case after a part to the laser had been replaced. Surgeon was able to adjust the laser before next case. Patient is reported to be doing good thru post operative period.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or warning that could contribute to the reported event. All treatments were successfully finished that day without any errors. The logfile shows no relevant deviation between planned and performed energy detectable for the treatment and the energy is stable during treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).